Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. In 2000, the pt's attorney contacted the MFR and stated "on or about 1999, a synchromed pump was implanted to alleviate debilitating pain the pt was experiencing in pt's back and legs. Several days after surgery, the hcp determined that the dosage of pain medication the pt was receiving needed to be increased. Despite the efforts of the hcp, the electronic device failed to work at least 3 times and the dosage administered was therefore unable to be increased. The pt has had to endure increased pain and suffering for approx one month before pt's pump was finally working and pt's dosage of medication was able to be increased."